Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00086: case 1, 3025141-2019-00088: case 3, 3025141-2019-00089: case 4.

Event description:
Guide wire breakage developed during placement of an acutrak screw. No revision surgery was performed. Case 2. From: article: is the use of headless compression screws appropriate in arthroscopic ankle arthrodesis? Ocquder, durmus ali; firat, ahmet; ozdemir, metlin; tecimel, osman. Joint diseases and related surgery, 2017: 28(3): 171-176.